Event description:
It has been reported to the company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 3.5mm to occlude the vessel. The physician inserted the stent delivery catheter and deployed the stent. The physician looked on the fluoroscope and noticed that the occlusion balloon had deflated. The device was removed and the patient is reported to be fine.